Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging from 233-544 (mg/dl) with moderate ketones. A bolus was delivered via the pump, a manual injection was administered, and the infusion site change was performed to address bg. Pump system check was performed with tandem technical support; no device issue was identified. However, customer and healthcare provider alleged the pump was not working properly. Reportedly, the customer had lantus and novolog insulin available for diabetes management.